Event description:
Imp# (B)(4).

Manufacturer narrative:
The device was evaluated by resmed (B)(4) technical service center and the reported battery charging issue was confirmed. The battery was replaced, the device was cleaned, serviced, and calibrated to resolve the issue. (B)(4).